Event description:
Event description guidant received information that this implantable transvenous defibrillation lead exhibited daily impedance measurements greater than 125 ohms. Manual pacing lead integrity test (plit) was 103 ohms. ,